Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had partial display with a black square in the middle of the screen. The customer¿s previously reported about an unspecified alarm. Blood glucose level was 234 mg/dl. Troubleshoot was performed and the customer reported the pump was dropped in the bathroom. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e13/a13 alarm or button/key pad anomaly due to full segment display.